Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis with complaint that the downstream occlusion (dso) sensor rubber was damaged. No previous repairs were noted within the last 12 months. Review of event history log not applicable to complaint. Visual and functional tests were performed. Found a torn dso seal. The reported issue was confirmed through the visual check. The cause of the reported issue was a torn dso seal and seal was replaced to correct the issue.

Event description:
It was reported that the downstream occlusion (dso) sensor rubber is damaged. There was no reported patient involvement.